Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer, tsh qc was within the customer's established ranges. Specific qc data has not been supplied to date. Additional information has not been supplied to date. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci), in regards to obtaining a higher than expected thyroid-stimulating hormone (tsh) result above the normal reference range for one patient that was questioned by the physician, generated by the access 2 immunoassay system. Subsequent testing produced tsh results that were better aligned with the patient's clinical picture. The results, provided by the customer, are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.